Manufacturer narrative:
The analysis of raw data files was completed on (B)(4) 2013. Per the analysis, the platelet (plt) result from run 1 (37pas55b.inf) was erroneous. This result was generated by the vote out aperture 2, the good count, and taking the average of apertures 1 and 3. Review of the plt histograms shows that the interference pattern in the lower end was obvious for apertures 1 and 3. This analysis confirms the cause as stated in the initial MDR.

Manufacturer narrative:
The field service engineer replaced the rbc (red blood cell) bath resolving the issue. The instrument was calibrated. Raw data files were provided on (B)(4) 2013; analysis is pending. Identification of failure mode: rbc bath was replaced due to improperly functioning apertures (#1 and #3). Upon recur of the failure mode (aperture failure in rbc bath), erroneous rbc and plt results are likely resulting from erratic pulse sizing of the cells during sample analysis. Evaluation of product labeling: lh750, pn 4277249, the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.

Event description:
Customer reported vote-outs (an error condition) were generated for rbc (red blood cell) counts and plt (platelet) counts when using the coulter lh 750 hematology analyzer. During an evaluation of the instrument by a beckman coulter field service engineer, an abnormal plt distribution was observed and erratic platelet counts were generated by the instrument. Erroneous plt count was generated for one patient sample. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.